Manufacturer narrative:
Additional information: b5, g3, h2, h11.

Event description:
The following was published in the journal of frontiers in cardiovascular medicine, in an article titled "a simplified single transseptal puncture approach using high-density 3d voltage mapping for atrial fibrillation ablation: acute complications and long-term results"; pedro silva cunha, 23 november 2023, doi 10.3389/fcvm.2023.1309900. Retrospective analysis of a large cohort of consecutive patients that underwent first pvi with radiofrequency energy (rf), using a point-by-point strategy, with a 3d mapping system, either with single or double tsp, according to the operator¿s choice. There was one case of temporary right phrenic palsy and one case of transient asystole. It is not alleged that any abbott devices are associated to the adverse events that occurred.

Event description:
The following was published in the journal of frontiers in cardiovascular medicine, in an article titled "a simplified single transseptal puncture approach using high-density 3d voltage mapping for atrial fibrillation ablation: acute complications and long-term results"; pedro silva cunha, 23 november 2023, doi 10.3389/fcvm.2023.1309900. Retrospective analysis of a large cohort of consecutive patients that underwent first pvi with radiofrequency energy (rf), using a point-by-point strategy, with a 3d mapping system, either with single or double tsp, according to the operator¿s choice. There was one case of temporary right phrenic palsy and one case of transient asystole.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported transient asystole and phrenic nerve palsy could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.